Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and archive data review. The root cause of the fault code was due to corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to seize and prevent the brake to open or close during activation. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Per archive, the platform was not powered on for more than 60 days before being used. Therefore, this type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. The secondary reported complaint of the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was not confirmed during functional testing; however, was confirmed during archive data review. The root cause was due to the patient not oriented on the autopulse platform correctly when the autopulse was powered on. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. During visual inspection, not related to the reported complaint, noticed cracked top cover at the front-end area likely due to mishandling such as a drop. During internal visual inspection, unrelated to the reported complaint, observed corrosion on the metalized coating layer of the top cover and channel due to fluid ingress from the cracked top cover. Top cover and channel were replaced to address the issue. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon take-up, thus confirming the reported complaint. No brake was activated when the device was powered on. Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. Load cell characterization results indicate both cell modules are functioning within the specification. The archive data was reviewed and showed multiple fault code 16 error messages and ua 7 error messages, thus confirming the reported complaint. During service, unrelated to the reported complaint, noticed multiple cracks in the screw well area of the front and bottom enclosure, likely caused by user mishandling such as a drop. The front and bottom enclosures were replaced to address the observed damage. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages. The crew immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.